Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infections at the abutment site. Additional information has been requested; however, this has not been made available as of the date of this report.